Manufacturer narrative:
The tandem user guide indicates to change infusion set every 48-72 hours. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received multiple occlusion alarms. The affect on customer's blood glucose was unknown. Troubleshooting with tandem technical support performed a system check and found the infusion set tubing needed to be changed. Reportedly the customer would use the infusion set 3-4 days. Infusion set information was not provided.